Manufacturer narrative:
Additional information: b5, d1, d4, g1 address, g4: PMA/510k #, h4, f10/h6: component codes (update code), h6 (update codes), h11. B5: update "access sets" to "continu-flo solution sets". H11: the actual devices were not available; however, six (6) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. Pressure and clear passage under water testing were performed on the samples; the devices were found to be within the product specifications. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of access sets leaked from the y-site. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.